Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic with phrenic nerve stimulation. It was determined that the atrial lead had dislodged. The lead was explanted and replaced on (B)(6) 2015. The patient was in good condition post procedure.